Manufacturer narrative:
The results of the investigation were inconclusive for the imaging issue. Functional testing revealed that the optical fiber was intact; however, dried contrast in the catheter prevented further functional testing. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported imaging issue remains unknown. The results of the investigation for the positioning issue concluded that a 0.014¿ guidewire was able to be inserted through the tip of the catheter and out the guidewire exit port with no anomalies. The cause of the reported positioning issue remains unknown. The dragonfly optis instructions for use (IFU) states that if resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient. The dragonfly optis instructions for use (IFU) states the user should always verify that the catheter has been properly prepared prior to inserting into vasculature.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The dragonfly optis instructions for use states the user should observe all advancement and movement of the dragonfly optis imaging catheter under fluoroscopy. The dragonfly optis instructions for use states the user should always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly optis imaging catheter is in place. The dragonfly optis instructions for use states that if resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.

Event description:
After stenting was performed, the dragonfly optis catheter got stuck in the stent strut. A balloon was used to withdraw the catheter. After that, the catheter was attempted to cross into the lesion again, but the in vivo image was lost. A non-sjm device was used to complete the procedure. There were no patient consequences.